Manufacturer narrative:
Manufacturing date (01/2016). Based on the available information, this event is deemed a serious injury. No product malfunction was reported. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on november 17, 2016. (B)(4).

Event description:
Complaint by end user reports that "she developed a rash under approximately 50% of the mass from 9-3 o'clock location. Started about three weeks ago with this box. It also itches." On (B)(6) 2016, she saw an ostomy nurse and obtained a prescription for nystop powder. She was also recommended to use hydrofera blue but the patient had not obtain the product. The patient reports relief with the use of the nystop powder. No further information was provided.